Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - not charging issue was verified, but the screen on/ quick bolus button-stuck issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged, and the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.